Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent noise was observed on the right ventricular lead. The noise was reproducible through exercises. Low, out of range, high voltage lead impedance was also noted. Patient is asymptomatic and will continue to be monitored.